Event description:
This report summarizes five (5) malfunction events. A review of the events involved abutment breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.

Manufacturer narrative:
There was a total of five (5) malfunctioned units/events associated with breakage or fracture of an abutment. 3 of the 5 malfunction events did not have product returned for investigation. Therefore, no product evaluation could be performed. A device history review took place and did not indicate any non conformances during the manufacturing process. Therefore, the conclusion is that the devices were manufactured to spectifications. 2 of the devices were returned for investigation. 1 of the malfunction event units: no defects as a result of the manufacturing process identified. The return includes the abutment with the crown intact, the fractured abutment hex, and the fractured abutment screw with the head portion retained. Surface irregularities consistent with lab modifications can be observed around the abutment bevel connections. It appears that the abutment bevel was not protected during sandblasting, polishing, casting or similar processes. Vertical markings can be observed around the abutment hex flats. The surface irregularities of the prosthetic connection bevel are consistent with modifications of the component at the laboratory, from polishing, grinding, sand blasting, or similar processes. The prosthetic connection bevel should be protected from any modifications during laboratory post processing. Polishing protectors should be used. When the prosthetic connection bevel is modified, the dimensions change so there is no longer proper seating of the abutment. This leads to an imbalance of the forces at the implant abutment connection which could cause the abutment hex and abutment screw to fracture. The failure cause was improper technique during usage. The root cause was use error. 1 of the malfunction event units: no defects as a result of the manufacturing process identified. The return includes the abutment with the crown intact, the fractured abutment hex, and the abutment screw. It appears that a cantilever has been created by the attached crown. Some of the yellow anodization around the fractured abutment hex has worn off. It is possible that the cantilever created by the attached crown increased the forces acting on the abutment hex leading fracture. However, without more clinical information the investigator was unable to determine the root cause of failure. (B)(4). Items involved: pgcah (qty: 2; UDI: (B)(4). Unknown, abutment screw.

Manufacturer narrative:
There was a total of five (5) malfunctioned units/events associated with breakage or fracture of an abutment. 3 of the 5 malfunction events did not have product returned for investigation. Therefore, no product evaluation could be performed. A device history review took place and did not indicate any non conformances during the manufacturing process. Therefore, the conclusion is that the devices were manufactured to spectifications. 2 of the devices were returned for investigation. 1 of the malfunction event units: no defects as a result of the manufacturing process identified. The return includes the abutment with the crown intact, the fractured abutment hex, and the fractured abutment screw with the head portion retained. Surface irregularities consistent with lab modifications can be observed around the abutment bevel connections. It appears that the abutment bevel was not protected during sandblasting, polishing, casting or similar processes. Vertical markings can be observed around the abutment hex flats. The surface irregularities of the prosthetic connection bevel are consistent with modifications of the component at the laboratory, from polishing, grinding, sand blasting, or similar processes. The prosthetic connection bevel should be protected from any modifications during laboratory post processing. Polishing protectors should be used. When the prosthetic connection bevel is modified, the dimensions change so there is no longer proper seating of the abutment. This leads to an imbalance of the forces at the implant abutment connection which could cause the abutment hex and abutment screw to fracture. The failure cause was improper technique during usage. The root cause was use error. 1 of the malfunction event units: no defects as a result of the manufacturing process identified. The return includes the abutment with the crown intact, the fractured abutment hex, and the abutment screw. It appears that a cantilever has been created by the attached crown. Some of the yellow anodization around the fractured abutment hex has worn off. It is possible that the cantilever created by the attached crown increased the forces acting on the abutment hex leading fracture. However, without more clinical information the investigator was unable to determine the root cause of failure. Health effect- impact code (h6): the health impact associated with the reported problem is rarely provided during the collection of information for the reported malfunction. Therefore, code 4648 is being used in h6 - health effect - impact code. Component code (h6): code 4756 within the component code section of h6 is being used because no other code within annex g is compatible with pro codes nha or ndp. Items involved - pgcah (qty: 2; UDI: (B)(4)). Unknown, abutment screw. Follow up #1: unknown, abutment screw: UDI number not provided due unknown item number reported and no product was returned for investigation. Since, an item number was not provided, then, a UDI number could not be determined.

Event description:
This report summarizes five (5) malfunction events. A review of the events involved abutment breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.